Event description:
(B)(4). I'm getting more lower back pain. More back spasms. And I pulled something in my back that I also felt in my arm. I still have the same side effects just some of them have gotten worse. I've noticed that I get shortness of breath when ever I bend over or do anything physical.